Manufacturer narrative:
The pump passed all functional testing. However, the pump was received with intermittent button response due to flattened up, down, esc and act button dome switches. Unable to perform visual inspection on the lcd board. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose. The customer also reported that the buttons on the insulin pump are difficult to push. The customer was dehydrated, went into diabetic ketoacidosis and suffered frequent urination, headaches, and thirst. The customer also had a uti. The customer was treated with intravenous fluids and insulin and the insulin pump was removed. The blood glucose reading was 400 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.